Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided letter from dentist that states patient to cease treatment immediately due to bleeding gums and periodontal concerns. This is a contraindicated patient for crown.

Manufacturer narrative:
Dentist recommends discontinuing treatment due to tissue breakdown and blood loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.